Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection, as well as electrical and functional testing. The evaluation determined that the issue was caused by a power button ribbon cable that was not connected properly. Manufacturing process test results confirm that the cable was connected prior to device shipment. Based on the results of the investigation, the reported event was confirmed. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) would not turn on. There were no patient effects reported, and the device was returned for evaluation.